Manufacturer narrative:
Hemolytic anemia results from the premature destruction of red blood cells. It has multiple etiologies including autoimmune diseases, genetic disorders, infection, and drug reactions. There are several mechanisms for hemolytic anemia after mitral valve repair. It may be related to the mitral valve repair prosthesis and/or the annuloplasty ring when there is a ¿jet¿ of blood flow created from a para-ring leak, if there is a regurgitant jet directly pointed at the annuloplasty ring or if there is rapid acceleration of the jet within a narrow zone of para-ring dehiscence. In this case, the medical records indicate that the ring appeared normal with no obvious technical deficiencies. It was noted that the only thing that contributed to the recurrent mitral insufficiency was a rather short posterior mitral leaflet. The reported event cannot be confirmed. However, it appears that the root cause of this event was due to patient and/or procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a mitral annuloplasty ring, implanted for two (2) months, was explanted due to hemolytic anemia secondary to severe mitral insufficiency. Per medical records, this case involved a (B)(6) year old male who underwent robotic minimally invasive mitral valve repair several months prior to this procedure. He presented jaundiced and was found to have blood cell hemolysis secondary to recurrent mitral insufficiency. Moderate aortic insufficiency was noted. He underwent avr, mvr and lysis of extensive adhesions around right and left atrium related to prior minimally invasive mitral valve surgery. It was noted that there was reconstruction of the defect between the heart and lung with a gore-tex membrane. Intraoperatively, the existing mitral valve ring appeared normal with no obvious technical deficiencies. It was noted that the only thing that contributed to the recurrent mitral insufficiency was a rather short posterior mitral leaflet. The ring was explanted. A mechanical mitral valve was implanted. It was noted that bileaflet mechanism functioned well. He was weaned from cpb. The defect between the heart and lung was reconstructed with gore-tex membrane. He was transferred to ICU. He had an uncomplicated post-op course. He was discharged on pod #5.